Event description:
Info received indicates that the head-link portion of the device broke near the support area as the octopus pods were being bent to follow the contour of the heart. The case continued with the use of another device and without adverse effect to the patient.

Manufacturer narrative:
Analysis: a visual inspection of the returned product shows that the headlink is broken, and one set of suction pods is detached from the device. Product labeling contains sufficient instructions, including illustrations, for the use of the device per its labeled indications. A caution included in the IFU states: "repeated bending of the tissue stabilizers may compromise device performance." Conclusion: no pt event was reported. Reduced performance of the device occurred, and is related to the reported event.